Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified a kink/fracture on the lamitrode lead body with all internal wires broken and would cause the high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Device serial number is unknown.

Event description:
A patient with a s-serie paddle lead (cod.3286) had all the contacts with high impedance (>3000 ohm). The paddle were removed e replaced with an octrode (cod.3186), with no conseguence for the patient. Therapy were resumed (burstdr dosed 30":90"). The serial number of cod.3286 cannot be retrieved because were implanted more than 8 years ago in another center.